Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate investigation summary: the complaint device was discarded and not available for evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part (222297), lot (3901074) combination and no non-conformances were identified. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the procedure involved was rotator cuff shoulder repair. Additional information received on 01/11/2019 from the affiliate reporting an adverse event. It was reported that the implant pulled out from the bone on the procedure date of (B)(6) 2018. The case was completed with another like device. Additional information received on 01/16/2019 from the affiliate stating the event occurred intra-op and caused a 5 minute surgical delay. There was no impact to the user or patient due to this impact. The case was completed with another implant which was readily available. There is no surgical intervention planned. The implant did not break and there was no debris left in the patient. The doctor was not off axis and the same bone hole was used to complete the procedure.